Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing chest pain. There was some potential undersensing from the implantable cardiac monitor observed. The device remains in use. No patient complications have been reported as a result of this event.